Event description:
It was reported that the patient experienced "shocking" and that her device did not work the way she thought it would. The patient stated she was only able "to take the edge off", but still did not "feel good". The patient said she was "expecting more from her device". Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 37752, serial#: (B)(4), product type: recharger; product ID: 37744, serial#: (B)(4), product type: programmer, patient. (B)(4).